Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customers blood glucose (bg) was "high", although a specific values was not given. Customer address bg with manual injection and supply change.